Event description:
Customer called in to report low suction. She also stated that she currently had mastitis that she was taking medication for.

Manufacturer narrative:
A replacement pump was sent to the customer and requested the defective product be returned and evaluation. It cannot be definitively concluded that the pump caused or contributed tot he customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis: riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in a new, changed or corrected information, a follow up report will be filed at that time.